Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There nozzle was not deformed. Three attempts were performed to obtain additional information regarding reprocessing, but no response was received from the customer. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. However, foreign material was found in the nozzle, the image guide coil, and the connecting tube of the device related to insufficient cleaning. Additional findings include the following: due to a pinhole on the bending section cover, water tightness was lost; the objective lens, protector of universal cord on suction connector side, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, control unit, plastic distal end cover, all had a scratch; the forceps channel port was shaved; the control unit had discoloration; and the electrical connector had discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was a pinhole on the evis lucera gastrointestinal videoscope. The issue did not impact a patient or healthcare professional. No patient harm was reported. The device was returned and evaluated, and there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.